Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation, the device was used 1 cm from the liver to ablate a 4 cm sq tumor site s3-4. It was first ablated for 12 mins with 100 w. Needle was moved 2 cm upward and that site was ablated for 7 mins with 100w. Subsequently, route ablation was performed for 5 min on 1 cm. The device used was a demonstration unit. After the procedure, the patient had stomach pain the next day. There is hematoma under the liver and, on the site, the patient is suspected of serum ascites and also in the pelvis. Patient¿s hemoglobin was 9 on the (B)(6) and fell to 7.8 on the (B)(6). The patient underwent blood transfusion for 2 units on the (B)(6), 2 units on the (B)(6) and 4 units on the (B)(6). Patient¿s hemoglobin recovered to 9.8. The patient left hospital on (B)(6). According to the surgeon, there was no large vessel on the needle route but it was verbalized that doctor applied extra force due to the devi ce¿s thick antenna.